Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported on turning, found PICC line had snapped below the ports/where the line came out from under the dressing so there was only a small amount of line with nothing at the end. Doctors told, line removed, nurse in charge made aware. Patient monitored. The product has been retained and has been used for patient care/treatment. Looking at the patients notes no cytotoxic medication was administrated.

Event description:
It was reported on turning, found PICC line had snapped below the ports/where the line came out from under the dressing so there was only a small amount of line with nothing at the end. Doctors told, line removed, nurse in charge made aware. Patient monitored. The product has been retained and has been used for patient care/treatment. Looking at the patients notes no cytotoxic medication was administrated additional information received: it was reported by healthcare professional "the event was discovered when the patient was turned for skin assessment. The device was secured using the fixation device in the pack. As far as I am aware there were no issues reported in relation to infusion or aspiration. The break occurred external to the patient the part the retained segment was pulled out which removed it and the patient displayed no clinical symptoms. The patient has been discharged."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported on turning, found PICC line had snapped below the ports/where the line came out from under the dressing so there was only a small amount of line with nothing at the end. Doctors told, line removed, nurse in charge made aware. Patient monitored. The product has been retained and has been used for patient care/treatment. Looking at the patients notes no cytotoxic medication was administrated additional information received: it was reported by healthcare professional "the event was discovered when the patient was turned for skin assessment. The device was secured using the fixation device in the pack. As far as I am aware there were no issues reported in relation to infusion or aspiration. The break occurred external to the patient the part the retained segment was pulled out which removed it and the patient displayed no clinical symptoms. The patient has been discharged."